Manufacturer narrative:
The electronic gas blender was disinfected, opened, cleaned, checked and tested. No error code was displayed. The screw on the blender (on the kb-egd 9605/filt./d-submix egb) was not tightened and it was fixed. After fixing, calibration and preventive maintenance were successfully completed. Since the issue was caused by a loose mechanical connection that is done by the customer and shall be verified before use (as per egb IFU), the event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a gas blender system had an issue during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and a new one was installed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.